Manufacturer narrative:
The actual device in the incident was returned to the MFR to be evaluated. The returned unit did not pass proximal continuity testing. The returned unit was sliced at the manifold and it was determined that there is a break in the proximal wire inside the manifold. Visual inspection of the unit indicates that the wire is broken at the end of the solder area. This incident may be attributed to handling during manufacturing after soldering, or not being properly handled by the physician during the procedure.

Event description:
Pacing failure; a breakage of lead during use is considered to have occurred.